Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/coil in the fallopian tube lumen appears to have migrated') in a female patient who had essure (batch no. 12484512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and night sweats ("night sweats suddenly stopped"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and night sweats outcome was unknown. The reporter provided no causality assessment for night sweats with essure. The reporter considered device dislocation to be related to essure. The reporter commented: 4 coils-left, 5coils-right essure coil being visible through the serosa of the cornu the left tube without complete perforation abdominal adhesions in the right lower quadrant involving the cecum adhesed to the anterior abdominal wall the right pelvic sidewall. Lot number: 12484512, expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received. Reporter information, lot number, expiration date, date of insertion, date of removal added. Event: migration of essure device added. Case is upgraded to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/coil in the fallopian tube lumen appears to have migrated') in a female patient who had essure (batch no. 12484512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, menorrhagia and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and night sweats ("night sweats suddenly stopped"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and night sweats outcome was unknown. The reporter provided no causality assessment for night sweats with essure. The reporter considered device dislocation to be related to essure. The reporter commented: 4 coils-left, 5coils-right essure coil being visible through the serosa of the cornu the left tube without complete perforation abdominal adhesions in the right lower quadrant involving the cecum adhesed to the anterior abdominal wall the right pelvic sidewall lot number: 12484512, expiration date: feb-2014. Lot number: 12484512 manufacturing date: 2011-04 expiration date: 2014-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.